Manufacturer narrative:
Correction: on 21-jun-202, the product investigation was re-open to include the following details which were previously omitted from the previously reported investigation details. "An internal action was open to address and investigate the force issue." Additionally, the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device evaluation details: the device was returned for evaluation and the evaluation has been completed. Visual inspection, and screening, tests of the returned device were performed following biosense webster (bwi) procedures. Visual analysis of the returned device revealed a hole on the pebax with internal parts exposed; however, the hole could be related to the handling but, it cannot be conclusively determined. Additionally, according to pictures provided by the customer, alert 106 "force catheter sensor error" was observed on carto 3 screen. A screening test was performed, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit on the tip area. The malfunction reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. A manufacturing record evaluation was performed for the finished device and no internal actions related to the complaint were found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that when the catheter was inserted into the carto3 machine, the system immediately showed a 106 error. Another device was used to complete the operation. There was no adverse event reported on patient. Catheter was not used in patient. The customer¿s reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 23-nov-2023, the bwi pal revealed that a visual inspection of the returned device found a hole on the pebax with internal parts exposed. This finding was reviewed and assessed as an MDR reportable malfunction since the integrity of the device has been compromised.